Event description:
On (B)(6) 2010, sunrise medical was notified of the death of a pt at (B)(6). The pt was found on her buttocks on the floor with her head between the side rail and the wall as stated in the MDR we received.